Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high pacing impedances on this right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
Resolution has been requested from the field, however, no further information has been provided to date. This event will be updated upon further information provided.